Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the noise on the image occurred due to the failure of the charged coupled device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had an image problem with static on the monitor. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed due to due to faulty charged coupled device. In addition, other issue found a slice on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.